Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins). It was reported that after connecting the leads to the extensions, there were two electrodes that were cautioned to avoid, contacts 10 and 13 reading 110 each -low impedances. There were no known environmental or patient factors that may have led to or contributed to the issue. The physician left it as is , and the issue was not resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.